Event description:
It was reported that during an unk procedure, during pre-run test, error code 7 "hand switch" error occurred. Another device was used to complete the case. There were no consequences to the pt.

Manufacturer narrative:
The device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional, this may cause an error code 7 to appear. However, it worked properly with foot swicth assembly. It completed the initial test on the generator. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the mfg process.